Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately three-quarters filled easypump ii lt 100-50-s without packaging and a black carrier pouch for easypump. The provided pump was taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the clamp clip was closed. The original wing cap was not handed over by the customer, the patient connector was blocked by a blue stopper. After opening the big white top cap and removing the closing cone, we detected crystallized drug residues respectively solution (liquid) at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector respectively at the blue stopper. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the clamp clip) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The sample has been requested to be sent for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion. Drug: chemotherapy.